Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6). Baxter healthcare - dominican republic. Carretera sanchez km 18.5, parque industrial itabo, piisa. Haina, san cristobal 91000 dominican republic. The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes leaked from an unspecified location. The machine leaked water from underneath the machine. The cassette was changed and the machine still leaked after loading the cassette. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. Renal therapy services (rts) advised the patient to inform their pd nurse regarding the issue. Rts discussed continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.